Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The customer consumed glucose tablets and juice and received additional assistance from their wife, who provided customer with sandwich and jam and peanut butter. Recommendation was made to consult with a healthcare provider to discuss diabetes management.